Manufacturer narrative:
There is an instruction that states, "never use humidifier in a closed room, particularly where a child may be sleeping, resting, or playing (a closed room may result in excessive humidity)" and consumer failed to perform that instruction. There is an instruction that states, "this humidifier requires daily and weekly maintenance to operate appropriately. Refer to daily and weekly cleaning procedures. Use only cleaners and additives recommended by the manufacturer. Never use gasoline, glass cleaner, furniture polish, paint thinner, or other household solvents to clean any part of the humidifier." And consumer failed to perform that instruction.

Event description:
Consumer alleges using his humidifier in bedroom with door closed then smoked and damaged his carpeting. Consumer alleges inhaling smoke during the incident.